Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an implanted artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical intervention was performed, during which the cuff was identified as oversized. Urethral erosion was also suspected intraoperatively. The aus was explanted and replaced. No additional patient complications were reported.